Event description:
Re: ge/corometrics nautilus tocotransducers for corometrics 120 series monitors. Rptr first received these in 3/01, to date 11 of the 24 received are not working. Ge has these on an exchange basis and have been on back order since 8/01 but yet they continue to take orders for new monitors. Rptr has tried several times to get answers. They don't know if they have stock or not. Rptr has been told on the same day, they can't get them and then rptr has one arrive that same afternoon that rptr previously ordered on exchange. Rptr recently had 5 monitors down because facility doesn't have enough tocotransducers and nursing staff has had to keep shuffling them around. The majority of the problems are either they stay at baseline or drift way off baseline giving inaccurate readings.

Event description:
Add'l info received from rptr 10/24/01: on 10/19/01, ge 'miraculously' shipped all the new exchange tocotransducers rptr was awaiting. Consequently, rptr no longer has those tocotransducers in their possession.